Event description:
The customer contact reported that during routine testing, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. Customer contact reported no pt involvement, no adverse event, no delay in critical therapy and no medical intervention.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.